Manufacturer narrative:
On october 19, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 755cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The operative report was received providing additional information regarding the patient's diagnosis. It was reported that the patient had lateralization of her implant, malpositioning of the implant, as well as animation deformity and breast asymmetry. The patient was unhappy with the appearance of her breast. The operative report mentions multiple breast neuromas in the breast envelope. Code e1403-breast mass has been added in section h6-health effect - clinical code to document this additional information. Reason for device explant and/or reoperation: capsular contracture and breast mass. On october 02, 2023, mentor received additional information that the patient's ethnicity was not hispanic/latino. The patient's race was updated to white. In addition, additional information also mentioned that the patient had a previous surgical intervention on (B)(6) 2023. The patient had a breast reconstruction with fat grafting. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old female patient underwent a breast reconstruction revision with two 755cc mentor memorygel xtra breast implants and experienced bilateral capsular contracture (baker grade unknown) post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).